Event description:
It was reported that during a thoracic procedure, during the stapling process, the surgeon had difficulty in closing the stapler. Eventually, the staff had to open a second and third stapler. The third stapler was able to close but the jaw was stuck and they were unable to re-open the jaw to be removed. The surgeon had to force open the handle in order to remove the stapler. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument b: batch #: (B)(4), exp date: 12/10/2014; MFR date: 01/20/2010; (B)(4) (firing trigger teeth); instrument c: batch #: (B)(4), exp date: 12/10/2014; MFR date: 01/20/2010; (B)(4) (firing trigger teeth); instrument d: batch #: (B)(4), exp date: 12/10/2014; MFR date: 01/20/2010; (B)(4); instrument e: batch #: , exp date: 12/10/2014; MFR date: 01/20/2010; (B)(4) (spring cartridge lockout tab). The analysis results found that the tsg45 device (a) was received sterile and in good visual condition, the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis results found that the tsg45 device (b) was received with the firing mechanism damaged and with a green reload loaded in the device. The reload was received partially fired and with the lockout spring normal. The device was closed and opened without any difficulties noted. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The analysis results found that the tsg45 device (c) was returned with the firing mechanism damaged and with no reload present. The device closing mechanism opened and closed as intended. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The analysis results found that the tsg45 device (d) was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples. The device was tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis showed that the tsg45 device (e) was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.